Event description:
A report was received that the patient's ipg was unable to get a charge. The patient will undergo an ipg replacement procedure.

Manufacturer narrative:
Additional information was received that the patient underwent a full system replacement. No device malfunction was suspected and the patient was doing well postoperatively. The explanted devices were not returned to bsn.

Event description:
A report was received that the patient's ipg was unable to get a charge. The patient will undergo an ipg replacement procedure.